Manufacturer narrative:
The goldman-fox wound scissor, 5 (100-9837) was not returned to the manufacturer, as the customer indicated the product was disposed of; therefore, an evaluation of the device could not be performed. A definitive root cause cannot be determined. The issue of breaking may be the result of rough handling or corrosion. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that while using the goldman-fox wound scissor, 5 (100-9837), the tip broke off in the patient's mouth. The facility reported that the patient is okay, and there was no serious injury or medical attention required." Staff was able to get the tip out of the mouth safely and it was not swallowed. The item was discarded by the facility. The total uses of the scissor prior to breakage were unknown. No injury, death or surgical delay was reported.